Event description:
Allegedly removed during the revision of another component.

Manufacturer narrative:
Per FDA, reopened file as a reportable malfunction in order to report as part of a retrospective review of ceramic heads. This is the same event as 1043534-2012-01152, 01153, 01155.

Manufacturer narrative:
Conclusion: no conclusion can be drawn.